Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were hi, hi and (600 mg/dl was used in replace of both hi results), 297 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.